Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure. The patient age was reported to be (B)(6). According to the complainant, during the procedure, one of the mesh carriers was unable to be fully seated on the delivery device tip prior to implantation. It was also reported that the carrier failed to engage the patient's tissue. It is unknown whether this was the first or second side of implantation. The physician completed the procedure with another solyx sling system with no complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned mesh revealed that it was stretched and frayed near one carrier. There were no defects observed on either carrier. The delivery device was not returned. The cause of the complaint could not be determined.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, one of the mesh carriers was unable to be fully seated on the delivery device tip prior to implantation. It was also reported that the carrier failed to engage the patient's tissue. It is unknown whether this was the first or second side of implantation. The physician completed the procedure with another solyx sling system with no complications. The patient's condition at the conclusion of the procedure was reported to be "fine."